Event description:
It was reported that a patient underwent a surgical procedure and a reservoir was attached to a drain. After the blood inside the reservoir was discarded, it was found that there was no negative pressure. There were no adverse patient consequences. The current condition of the patient is stable. Additional information has been requested.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.